Event description:
It was reported that noise and low sensing were observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the reported events were reproduced. No additional intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.